Manufacturer narrative:
Product event summary: the 217f3 catheter with lot number 30085 was returned and analyzed. No anomalies were identified during external visual inspection of the ECG ring, shaft, and handle segments. Review of the smart chip data indicated that the catheter was used for 2 applications on the reported event date. During system performance testing with the console, the console initiated a "coaxial connector" animation warning. During electrical testing on the ECG electrodes, an open circuit condition was observed between pin 8 and electrode 2. Pressure testing and dissection revealed a twisted and broken shaft at the edge of the distal handle shell. During inspection of the ECG ring assembly, a wire was observed to be broken at the ECG ring 2. During inspection at the handle segment, a broken thermocouple wire was identified. In conclusion, the catheter did not pass returned product inspection due to a snapped and breached shaft, a broken/detached loose wire at the ECG ring, and a broken thermocouple wire at the shaft breach location. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the electrophysiology (ep) catheter distal signal was not as expected. The case outcome and resolution is unknown. No patient complications have been reported as a result of this event.